Event description:
The manufacturer received a report that a trilogy 200 ventilator was returned for recertification. No patient injury or serious harm was reported. The device was evaluated at the manufacturer's service center. During functional testing, the device was returned to the technician for additional testing due to a failed repair test. Review of the test documentation showed failure of the differential pressure (dp ) purge valves test. As part of preventive maintenance, the blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned, and the rubber feet, cable clamp, front enclosure, and handle were replaced. The device is currently awaiting retesting. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.